Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged visualization of particles in the device. There was no report of patient harm or injury. The manufacturer received new information alleging difficulty breathing/short of breath, nosebleeds. In this report section b3,g3, h6 has been updated/corrected.